Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom was pus at the ipg site. The physician did not believe the infection was device related. The patient underwent an explant procedure.